Event description:
It was reported to philips that the device's paddle and paddle plates were defective. The device was received by bench for repair. The noted failure was identified during inspection of the device by an authorized bench technician. As a result of the issue, it was determined that the paddles would need to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the dirty paddles, the replacement for which a quote was provided. The customer did not accept this quote which has expired. No further evaluation is required at this time.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's paddle and paddle plates were defective. The device was reported as being in use at the time of the event on a patient. However, the initial reporter confirmed answering the safety questions during service order initiation that there was no adverse patient impact.